Manufacturer narrative:
There were no reported patient complications resulting from the alleged issue. An investigation will be conducted on the console and a follow-up medwatch will be filed if further information becomes available.

Event description:
A perfusionist reported an issue encountered during use of the mps console. The report states that the mps console had an erratic vent valve while on by-pass during the first dose. The console was taken out of service and replaced with another.

Manufacturer narrative:
The console was received and the reported error code was confirmed in the data log. Evaluation of the console showed signs of fluid intrusion on the solenoid driver board. The board was removed and cleaned. Thereafter, the console was re-assembled and tested. The console passed all functional tests. The root cause of the fluid intrusion is unknown.